Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2018-06317. It was reported the patient experienced an unpleasant sensation at the lead site. X-rays indicated one of the patient's leads had migrated out of the epidural space. Reprogramming was attempted to no avail as the unpleasant sensation persisted. Surgical intervention was undertaken on (B)(6) 2018 to explant and replace both leads with a paddle lead. Effective stimulation was restored following the procedure.